Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the below instructions for use: 5.3 precleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to major dent on nozzle. In addition to the forceps elevator had foreign material of yellowish/brown color, the additional findings are as follows: due to clogging of suction tube in control unit, suction volume did not meet the standard value; light guide lens had a chip; adhesive on bending section cover is detached; bending section cover had discoloration; connecting tube had coating peeling; low angle; knobs play; connecting tube had a scratch; image guide protector had a cut; grip was dirty and had a scratch; forceps channel port was shaved; scope cover had discoloration; switch box was dirty; control unit was dirty; right/left knob was dirty; up/down knob was dirty; universal cord had discoloration and a scratch; video cable had a scratch; light guide connector and cover glass had a scratch; and video connector case had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the duodenovideoscope water flow test failed. The event occurred during reprocessing. There was no procedural or patient involvement associated with this event. The device was returned and evaluated, and there was forceps elevator had foreign material of yellowish/brown color. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.